Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 3 january 2017. The representative reported that there were several errors due to a corrupt database on the imaging system desktop. The representative then reloaded the software to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed that a motion calibration was necessary. When prompted by the user to perform the calibration, the imaging system would not perform the task. Restarting the imaging system did not resolve the reported issue. The representative reported that after charging the system, the reported issue repeated. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.